Manufacturer narrative:
(B)(4). The valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for ¿would not program correctly¿ could be due to ¿biosusbstances interfering with programming mechanism¿.

Event description:
A physician reported the inability to program a shunt valve. A hakim programmable shunt valve was implanted in a patient via a ventricular peritoneal shunt around (B)(6) 2020. The patient presented with complaints of headaches and when the surgeon turned the setting ¿all the way up, the patient was still having some headaches.¿ the patient was taken to the operating room to have the valve explanted and a new valve placed on (B)(6) 2020. No further information was provided.